Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump's retainer ring and found a crack on the battery side. Troubleshooting was performed, and it was found that the damage had occurred during normal use without the silicon case. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.